Event description:
Approximately three years post filter implantation, the trapease vena cava filter was noted to have a strut fracture. The trapease was implanted below the renal veins without reported adverse events. The patient was a female with history of dvt, recurrent pulmonary embolism, and anti-coagulant therapy. On an x-ray of the lumber spine, it was noted that the trapease had a single strut fracture. There were no interventions required, no treatments performed and the patient has had no reported injuries. The product remains implanted and unavailable for analysis. No sterile lot number was available, the product remains implanted, and therefore no device history record review could be completed.

Manufacturer narrative:
Strut fractures are a known potential complication associated with this type of procedure. The aorta is a dynamic vessel creating various forces; angulation, stretching and compression, that could lead to stress upon the filter and to strut fracture. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility and although a device history record review could not be conducted without a lot number, there is no indication from the information at hand that this event was design or manufacturing related.